Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported a defective soft component around the side of the infusion device where the up and down buttons are located. Patient stated the buttons sometimes do not respond immediately. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified due to a careless handling of the product. Result the softcomponent of the up button is worn down heavily. Therefore, moisture may entered the insulin pump and destroyed the pump electronics. The buttons were tested successfully and the functionality fulfills the product specification. The problem mentioned by the customer is related to careless handling of the product. There is no indication the product malfunctioned due to any material nonconformance or other error by roche. The investigation determined the returned product was damaged which may have caused or contributed to the reported event as described in this case. There is no indication the product's damage occurred due to any mistake or nonconformance of materials while under control of the manufacturer. It is likely the product was accidently damaged during use and handling.